Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The front left corner was damaged. There was a base timeout and motor not running error in history. The technician performed flow test for motor not running error, flow test and start-up for base timeout motor not running error was duplicate; however, base timeout was not duplicated. The root cause of the reported issue was found to be that the main board was knocked loose from the extrusion for the motor not running error. Base task timeout was a non-issue advisory alarm that indicates the pumps wifi connection to the network has been temporary interrupted. Version 1.5.1 (and above) software provides for the immediate an automatic network reconnection of any wifi interruption. As a result, no action was required to correct the temporary wifi interruption. The pump was performing as intended. The technician installed main board back into the grove on the extrusion for motor not running.

Event description:
It was reported that the base time out and motor not running occurred. No patient injury was reported.